Event description:
Caller reported that the pump battery would not charge, despite using a wall outlet and attempts to charge for at least 30 consecutive minutes. There was no reported adverse impact on the customer¿s blood glucose level. Attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. Technical support decided to replace the pump, confirming that it was still under warranty. The customer was instructed to fully deplete the pump¿s battery before returning it with a pre-paid label within 10 days and acknowledged the instruction.